Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter stated that the pump had instances of multiple loss of prime without user intervention. The reporter stated that the issue continued to occur after multiple cartridge changes. The reporter also stated that the battery cap was secure and there was no power loss. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/28/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/13/2014 with the following findings: there was a loss of prime warning observed in the black box history. There was no loss of prime observed during investigation. The force sensor calibration was reading higher than normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.